Event description:
It was reported that during a coronary artery bypass graft procedure, the intra-aortic balloon was inserted in the operating room. After placement of the iab, the physician was unable to remove the spring wire guide. The entire assembly was removed and another was placed without difficulty. There were no pt complications.